Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safety-lok¿ insulin syringe is separated from the hub. This was discovered during use. The following information was provided by the initial reporter: it was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. Information received by email on 7/16/2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.

Manufacturer narrative:
Investigation: customer returned two (2) loose 29g x 12.7mm, 1ml bd safety-lok insulin syringes from lot 5077733. It was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. The two returned samples were examined, and it was observed that the needle-hub/shield assemblies were separated from the syringe barrels, however, no damage to the barrel tips were observed. The cause of this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA 53505 applies to the product reported for this complaint to address this issue. As per the applicable CAPA, the following root causes have been identified: - increase jams from the worn or incorrect swing fingers causing double load on the hub loader putting extra stress on the hubs causing cracking. - raised hub detection is only challenged once a week which limits the ability to detect this defect in a timely manner.

Event description:
It was reported that bd safety-lok¿ insulin syringe is separated from the hub. This was discovered during use. The following information was provided by the initial reporter: it was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. Information received by email on (B)(6) 2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.

Event description:
It was reported that bd safety-lok¿ insulin syringe is separated from the hub. This was discovered during use. The following information was provided by the initial reporter: it was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. Information received by email on 7/16/2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention.

Manufacturer narrative:
Investigation: customer returned two (2) loose 29g x 12.7mm, 1ml bd safety-lok insulin syringes from lot 5077733. It was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. The two returned samples were examined, and it was observed that the needle-hub/shield assemblies were separated from the syringe barrels, however, no damage to the barrel tips were observed. The cause of this issue likely occurred during the manufacturing process. A review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. There is no visible damage to the barrel but there is evidence of scraping or abrasions on the inside of the hub which could have resulted from the assembly process. The scrapping is not evenly distributed around the hub; it is seen on only one side. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined.